Event description:
It was reported that during the implant procedure it was not possible to advance the lead into the right ventricle. Some force was used and several attempts were made, but the lead did not advance to the targeted area. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tube was kinked/buckled, the helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant.